Manufacturer narrative:
G4: 30mar2020. B4: 31mar2020. The determination could not be made that the device failed to meet the specifications. No product was returned for evaluation. A supplemental report will be submitted if new information becomes available submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28jan2020 b4: 1(B)(6). The manufacturer's international service technician evaluated the device and confirmed the reported problem. Resolution pending completion of investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11aug2021. B4: 01apr2021. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
The customer reported a touchscreen calibration issue. There was no patient involvement.

Manufacturer narrative:
G4: 11aug2020 b4: (B)(6)2020 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13apr2020. B4: 15apr2020. The fse (field service engineer) evaluated the device and confirmed the reported problem. They also found the "backup alarm failed" diagnostic code in the error log. The service technician replaced the touch screen and the reported problem was resolved. The cpu board was replaced and the "backup alarm failed" diagnostic code was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06oct2020. B4: 08oct2020. The replaced central processing unit (cpu) was received for internal failure analysis. It was determined that ls1s built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.